Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the threads and hex of the implant are worn out and that the internal thread of implant is worn down. The customer requested a thread tapping tool. There was no reported injury or surgical intervention. The patient will need to return to re-thread the implant. D4: lot number: 80715 expiration date: 01 mar 2004 g4: 08 may 2019 h3: device not returned h4: 30 mar 1999 the reported device was not returned for evaluation. The reported condition of the threads and hex of the implant are worn out and that the internal thread of implant is worn down was not confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the threads and hex of the implant are worn out and that the internal thread of implant is worn down. The customer requested a thread tapping tool. There was no reported injury or surgical intervention. The patient will need to return to re-thread the implant.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). The following information is unknown at the time of this report: not provided. The device is expected for investigation, but has not been received. Once investigation is complete, a supplemental follow up report will be submitted. Device has not been received.

Event description:
It was reported that the threads and hex of the implant are worn out and that the internal thread of implant is worn down. The customer requested a thread tapping tool. There was no reported injury or surgical intervention. The patient will need to return to re-thread the implant.